Event description:
It was reported that pump experienced malfunction that showed code malf 12, which had occurred at least three times on same pump, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before returning it with a prepaid label, and customer acknowledged need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.